Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint was not verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had double beep no cassette error. No reported adverse effects.